Manufacturer narrative:
Manufacturer's investigation conclusion: one cardiomems patient electronic system was received for evaluation. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 3g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home using a known working test power supply.

Event description:
This report is to advise of an event observed during analysis confirming exposed wires of the power supply cord. Related manufacturer reference number: 3004936110-2023-00879.